Event description:
Silence alarm button damaged. Replaced "upper case kit" and passed all tests. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. The reported device was not returned to france for investigation as repairs were carried out locally. During servicing, it was found that the silence alarm button was broken and damaged. To solve this issue, the upper case kit was replaced by a new one. After testing, the pump passed the pm and all tests with no issue and was released for use and returned to service. The defective spare part was not sent back to brézins for investigation. Therefore, the origin of the reported failure could not be confirmed. However, this event could be linked to a known issue addressed with an internal CAPA for defective keypad issue (non functional key) on the agilia range. Note : reported device was manufactured before correctives actions have been implemented in march 2020. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.